Event description:
It was reported to boston scientific corporation that gemini stone retrieval paired wire helical basket was used in an unknown procedure. According to the complainant, the "basket and shaft came away from the handle and outer sheath." A stone was in the basket when the problem occurred, and was lasered to remove the basket and wire from the patient. Additional patient and event information is unavailable.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.